Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with acute decompensated heart failure (adhf), a small rise in lactate dehydrogenase(ldh) along with transient higher flows and powers. A log file review was requested. The data showed multiple pi events occurring throughout the log. Technical services noted to keep in mind that not all pi events are suction events. Common bodily functions such as sneezing and coughing have been known to trigger a pi event, however the pi events seen in the log were of a significant amount and may possibly point to another issue. Possible causes for these pi events are: hypovolemia, improper positioning of the inflow cannula, set speed is too high, right ventricular (rv) failure, arrhythmias, bleeds, tamponade and mean arterial pressures (maps) too high or low. The log also noted a few small, unsustained power and flow elevations on (B)(6) 2020. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, analysis of the log files provided by the account confirmed elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined. The account submitted a log file for review. Analysis of the submitted log files revealed transient power elevations up to 7.3 watts were recorded throughout the log file between (B)(6) 2020. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient experienced acute decompensated heart failure (adhf), a small rise in ldh, and transient power elevations due to fluid overload. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The heartmate ii lvas IFU lists hemolysis as an adverse events that may be associated with the use of heartmate ii lvas. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.